Manufacturer narrative:
Investigation summary: DHR review was done and no issues were reported during production of this lot. Sample received was tested for leakage and failed. Leakage was detected on spike-tube joint. CT scan done on leaking sample which was segregated during production. After this scan additional test were done on spike component. Root cause: concentricity of lower part of spike component (spigot) which caused molding deficit on one side of component. CAPA 891423 was initiated to investigate.

Event description:
It was reported that bd phaseal¿ secondary set c61 leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: this particular unit is available for your collection if required. No cytotoxic drug had been in contact/inserted yet, it¿s just plain normal saline. Priming was done according to procedure. During the usual check before further disinfection, we would give the bag a squeeze to confirm if there¿s any leak. At this point, leakage was detected. Updated info: 1) the pharmacist is using the product when incident occurred. 2) there¿s no physical harm to the personnel for complaint associated to leakage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set c61 leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: this particular unit is available for your collection if required. No cytotoxic drug had been in contact/inserted yet, it¿s just plain normal saline. Priming was done according to procedure. During the usual check before further disinfection, we would give the bag a squeeze to confirm if there¿s any leak. At this point, leakage was detected. Updated info: the pharmacist is using the product when incident occurred. There¿s no physical harm to the personnel for complaint associated to leakage.